Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician attempted to use a taxus express2 3.5x8mm drug eluting stent to treat a lesion in an unknown vessel. The physician was removing the stent delivery system from the patient and when the device was pulled through the touhy, the stent came off the balloon inside the touhy. The inside of the touhy was reported to be "sticky". The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.